Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found g1 printed circuit board failure which caused the turning off the power. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc concluded that the reported phenomenon occurred due to g1 printed circuit board failure of the subject device. The cause of g1 printed circuit board failure could not be identified because omsc could not check the actual subject device. However g1 printed circuit board failure might have occurred due to aging deterioration with passing more than 6 years since manufacturing the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the subject device was automatically turned off 30 minutes after turning on the subject device. The user checked that there were no problems for the power cable and transformer. The occurrence date of the event is unknown. There was no patient injury associated with this report.